Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate high voltage therapy due to oversensing of noise. Loss of capture, high pacing threshold, a decrease in r-waves, and fracture were observed. Review of the chest x-ray revealed the lead tip was bent. The lead was explanted and replaced. There were no patient complications.

Manufacturer narrative:
A fracture of the inner coil was found at 59.5cm from the connector pin consistent with fatigue. This fracture is consistent with the observation from the field of oversensing, noise, and capture anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.